Event description:
Related manufacturer reference number: 2017865-2019-05145. It was reported that the patient is not dependent on the device for normal function. It was noted that the system was explanted due to (B)(6) bacteremia. The device and leads were explanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment] and no anomalies were found.